Manufacturer narrative:
Failure investigation (fi) lab received the blower motor controller (bmc) for evaluation. Visual inspection of the returned bmc revealed no evidence of damage or contamination. Fi technician installed the bmc into the fi test ventilator. Functional test was performed and no failures were identified. Root cause for the reported issue could not be determined due to no problem found.

Event description:
The customer reported that the unit went ventilator inoperative. The customer reported there was no patient involvement.